Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller stated following the patient¿s replacement they had a revision in (B)(6) 2018. The caller couldn¿t provide information about what occurred in the revision. Since the revision the right side stopped working. The caller stated that therapy parameters were 2.5v, 80us, 100hz and 2.7v, 80us, 100hz. The caller reported that the current battery voltage was 2.86v. The caller asked about the voltage as the ins was just implanted in (B)(6) 2018. Technical services reviewed information about battery depletion and low impedances. The caller ran the electrode impedance using the tablet and provided the following values: l stn all ¿normal.¿ r all read, 210, 197, 164, 811, 209 ohms, 911, 209 ohms, 1011, 208 ohms, 810, 186 ohms, 910, 184 ohms, 89 low. The caller indicated that the they would try to find impedances from prior appointments and x-rays. There were no further complications reported.